Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08715 inches. Unit was received with a21 error alarm after battery changed and memory lost due to broken solder joint of c13 on ib.

Event description:
Customer reported via phone call that the customer was hospitalized. Customer experienced high blood glucose at the level of 555 mg/dl. Customer was admitted at the hospital on (B)(6) 2018 and was treated for high blood glucose. Customer declined troubleshooting for high blood glucose, customer was advised a replacement will be sent. Device is expected to be returned for analysis.